Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 20) occurred during loading cartridge. Customer's blood glucose level was 164 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.